Manufacturer narrative:
Field d4 (lot number), was updated to reflect product batch/lot number as : k11240502 0110.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during central processing, the monopolar curved scissors instrument had a broken conductor wire. There was no report of patient involvement.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.